Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that battery tray #7 was bad. Replacement was ordered. Replacement has not been performed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when booting up the system, the mobile view station (mvs) was turning on but the image acquisition system (ias) was not. A manufacturer representative rebooted the system and was able to get normal activity, however, the low battery indicator was flashing and the system was plugged in overnight. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery tray was installed successfully. The system was functioning properly and was returned to service. The battery tray was discarded and not returned for analysis. If information is provided in the future, a supplemental report will be issued.